Event description:
The customer contacted beckman coulter, inc (bci) regarding accu tni result in the risk stratification range for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and the result was within the reference range. The initial result was reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field svc engineer (fse) was on site on (B)(4) 2009, to investigate the event. The fse performed a diagnostic high sensitivity (hs) sys check, which failed. The fse replaced the aspirate probes and the peri-pump tubing and rebuilt the wash pump. All hardware verification testing met published specs. Although hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 through 10/23/2010 for add'l reportable events.